Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that in the emergency room when removing the swg after the catheter insertion in the internal jugular vein, the swg stretched approx 10cm from the distal tip. The swg was removed however the catheter remained in place to successfully complete the procedure. There was no reported delay, death, or complications to the pt.